Event description:
The customer reported that the control module is not recognizing st & ex holster. Please review for software damage. Not for human use.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.